Event description:
Customer reported out imx beta-human chorionic gonadotrophin results of 1956 miu/ml for one sample and 13,630 miu/ml for another sample drawn a few days later from the same pt. A physician questioned the results. The pt received an additional ultrasound and blood tests.